Manufacturer narrative:
Based on the claim against the product, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) requested the return of the blue sureform 60 reload for further evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, a blue plastic piece from a blue sureform 60 reload was found broken off inside the patient and was retrieved. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragment was retrieved with a robotic grasper instrument. There were no post-operative tests performed as it was visually confirmed that all fragments were removed from the patient. The issue occurred when firing the stapler and was noticed when removing the stapler. The customer informed the stapler was not available for return. The patient has not returned with any post-operative complications. There was no patient harm, and the staple line was reportedly complete.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The blue sureform 60 reload was analyzed and the complaint regarding a blue piece of the reload breaking off inside the patient was not confirmed by failure analysis. Upon visual inspection, the reload appeared to be used and fired without any issues. No damage found to the cartridge and no broken or missing pieces were observed. The reload was disassembled in-house for inspection and no damage to the knife was observed. Also, no broken fragment was returned with the reload. There was no product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.